Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set fell apart. The report identifies the separation to have occurred at the distal end of the proximal piggyback clearlink site before use. There was no patient involvement; therefore, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The exact date of this event is unknown. The sample was reported to be not available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information becomes available, a follow-up report will be submitted.